Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines).

Event description:
It was reported that the on (B)(6) 2017, the patient was hospitalized because of subarachnoid hemorrhage which was followed by parenchymal haemorrhage. After parenchymal hemorrhage occurred, medical doctor gave no pharmacologic therapies nor surgery indications. On (B)(6) 2017, the patient was diagnosed with brain death and died that day. The patient's international normalized ratio (inr) was 2.6. The hospital did not explant the pump and it will not be returned for analysis. No further information was available.